Event description:
Shower chair collapsed with a resident in it. There was a concern about a possible back or neck injury, so facility called paramedics. The resident has a fracture to the middle of her back. One of the back legs of the chair beneath the "t" fitting by the seat is what broke.

Manufacturer narrative:
After receiving the shower chair back for inspection, shower chair was altered by facility. Shower chair had lower fitting replaced with common plumbing fitting.